Manufacturer narrative:
Blocks b5 and h6 have been corrected with additional information received on 19sep2019 and 25sep2019. Block h6: device code 3009 captures the reportable event of stent positioning issue. Block h10: the voluntary user medwatch number is mw5089583. Block h10: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the deployment handle was retracted to step 2 in order to deploy the first flange, the stent was not seen under endoscopic ultrasound (eus). The physician continued with the deployment process, and the stent ended up fully deployed in the peritoneum. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The physician attempted to place a second hot axios stent, and after the deployment handle was retracted to step 2, the stent was not seen under eus. The stent ended up fully deployed in the patient's stomach. The second stent was removed from the patient's stomach using forceps. The patient was sent to surgery to have the first stent removed via laparoscopic surgery. Reportedly, both stents were visible under eus after they had been fully deployed. Additional information received on 19sep2019 and 25sep2019. Following the procedure, the patient had stable vital signs. Reportedly, the patient experienced abdominal pain that was controlled with pain medication.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the deployment handle was retracted to step 2 in order to deploy the first flange, the stent was not seen under endoscopic ultrasound (eus). The physician continued with the deployment process, and the stent ended up fully deployed in the peritoneum. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The physician attempted to place a second hot axios stent, and after the deployment handle was retracted to step 2, the stent was not seen under eus. The stent ended up fully deployed in the patient's stomach. The second stent was removed from the patient's stomach using forceps. The patient was sent to surgery to have the first stent removed via laparoscopic surgery. Reportedly, both stents were visible under eus after they had been fully deployed.